Event description:
Following implant, the pt reported a decrease in tremor control and some jolts in his right upper extremity and chest. No irregular impedance values were detected. In 2008, the right extension was replaced; the extension was not returned for analysis. The following month, he had his neurostimulator replaced; the device analysis determined the neurostimulator was functioning normally. There was no pt injury. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis revealed no anomaly found; the implantable neurostimulator is functionally okay.